Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The arrow buttons did not respond due to corroded keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after possible exposure to perspiration. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 87 mg/dl. Nothing further was reported.